Manufacturer narrative:
The information that provided about auto mode with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on march 4, 2020 due to low blood glucose level of 25 mg/dl. The customer¿s blood glucose level was 35 mg/dl at the time of the incident. The customer had been using the insulin pump within 48 hours of low blood glucose level event. The customer experienced symptoms of shaking, sweat and felt it was going low. The customer was treated with glucose at the hospital. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided about auto mode with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.